Manufacturer narrative:
Outcomes attributed to adverse event - correction - hospitalization should have been included in the initial MDR.

Event description:
The patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was hospitalized due to breakthrough seizures. The patient's generator diagnostics were within normal limits with 11-25% battery remaining. Multiple attempts for relevant information were made, however, no further relevant information has been received to date.